Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error codes 4cf4f, 7577a and fe681 were confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that in the pacing system analyzer (psa) application of this programmer the upper right corner of the screen could not be pressed. The psa screen could not be accessed. They tried rebooting the programmer but with no improvement. This programmer was replaced to complete the operation. No adverse patient effects. The alleged programmer was being returned and analysis report was requested.